Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: only the event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent plf (l2) for lumbar spinal canal stenosis on (B)(6) 2022. The surgery was completed successfully without any delay. On (B)(6) 2022, the surgeon reported that the vertebral body (l2) in which the screw had been inserted was fractured. 1.0cc of cement had been injected on each side. The patient complained of pain, so the surgeon considers a revision surgery if bone union will not be achieved. The surgeon is unsure whether the event is related to the cement or happened due to poor bone quality. (B)(4) and (B)(4) are involved with the same event. (B)(4) (depuy spine): reports the screw (B)(4) (synthes spine): reports the cement this report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).